Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (1000mcg/ml at 1048mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump stall alarm was sounding at the time of refill. A factor that may have led or contributed to the issue was high flow rate. Logs were checked. The pump stalled on (B)(6) 2019 at 6:56 am. The pump was replaced without issue on (B)(6) 2019. The catheter was aspirated without issue. A dye study was performed and the catheter was functioning normally. The issue was resolved and the patient was "alive - no injury." The patient had no symptoms of withdrawal. Therapy resumed without issue. There were no further complications reported at this time.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump prior to analysis determined it was programmed to deliver lioresal (1000mcg/ml) at 6.1mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.